Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male with prior coronary artery bypass grafting and history of diabetes mellitus was admitted for acute myocardial infarction complicated by cardiogenic shock and myocardial infarction. Coronary angiography revealed an occluded saphenous vein graft, which was treated with percutaneous coronary intervention under impella cp support using thrombectomy and stenting. On the following day, the patient was awake and alert, reporting chest pain, requiring additional revascularization of the saphenous vein graft to the right ventricular artery graft due to a thrombotic occlusion. This thrombotic event was conservatively coded as most likely due to the patient¿s underlying coronary artery disease and prior surgical history, and not device-related, although a contribution from the device cannot be completely excluded. Impella cp was successfully weaned and removed on day 5 of support.

Manufacturer narrative:
Myocardial infarction/ ppae: the cause of the injury was not determined due to insufficient clinical details.